Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they were unable to void at the moment of the call. The patient increased the stimulation and called their health care professional (hcp). No further complications were reported at this time.